Manufacturer narrative:
Device discarded.

Event description:
The patient reported they had a reaction to the zip device after a procedure that included blistering and dead skin. Patient was given antibiotics to treat the reaction and had an additional procedure to remove dead skin after the medications didn't heal the wound. The wound was then sutured after the additional surgery.